Event description:
A tandem mobi cartridge alarm was reported by the customer, occurring both during the load process and normal pump use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the issue with cartridge alarm 30, and it was noted that the problem persisted with consecutive cartridges. As a corrective measure, technical support decided to replace the pump.